Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the customer had hyperglycemia. Blood glucose values was 573 mg/dl. High blood glucose was treated with bolus and insulin pump. Customer mentioned that adhesive on infusion set was not properly sticking on body. Customer declined for troubleshooting. No further complications were reported. Device will not be returned for analysis.